Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reported contacted animas and alleged there was an inaccurate delivery issue with the pump. There was no allegation of a blood glucose excursion. . This complaint is being reported because the reported issue was not resolved.